Event description:
It was reported that this patient presented to the hospital with reports of a syncopal episode. The device was interrogated and found no stored events correlating to the syncopal episode. Upon further device review, it was found that the right atrial (ra) lead is exhibiting low out of range pace impedance measurements, measuring less than 200 ohms. In addition, noise is observed and able to be replicated when performing troubleshooting maneuvers. The device was reprogrammed as a result of the observations and the plan is to continue to monitor the ra lead at this time. The ra lead remains in service at this time. No additional adverse patient effects were reported.